Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 27mm epic supra valve was implanted on (B)(6) 2021. Post implant echocardiogram (echo) showed severe central regurgitation and what seemed as if the non coronary leaflet was not moving on echo. The decision was made to go back on bypass and remove the valve. The 27mm epic supra valve was removed, no issues noted upon inspection. The annulus was re-sized and a decision to place a 25mm epic plus supra was made. Post procedure, the new valve is moving well with a gradient of 6mm. Patient stable, no additional information was provided.

Manufacturer narrative:
Additional information sections: d9, g3, h1, h2, h3, h6, h10. Added h6 device code : 1064 - backflow. The reported event of regurgitation could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. A non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. In this case, a smaller, 25mm valve was implanted, so the valve could have been inappropriately sized, which could explain the observed intra-operative valvular dysfunction. However the exact cause of the observed intra-operative valvular regurgitation cannot be conclusively determined.